Manufacturer narrative:
The customer's reported complaint of the autopulse platform sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, likely due to a defective component. During visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. This type of physical damage found during visual inspection is characteristic of user mishandling such as a drop. The front enclosure was replaced to address the issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the customer complaint. The defective processor board was replaced to remedy the fault. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.